Event description:
Medical affairs spoke to patient who mentioned that for the past 2 weeks they have noticed no color change on the vial of test strips and had been getting high readings in the mid 200's - 300's. Patient still tiik their set amount of oral medications with high readings. Patient mentioned that they did not experience any symptoms at the time of testing. They contacted their md for medical advice and has a scheduled appointment to come in june. Md advised patient to take their set amount of medications and not to increase it. Test strips are not expired and are stored properly. Patient claims they gets enough blood on the test strips and still no color change on the confirmation dot. The technique of applying blood on the test strips is done properly. Customer service is unable to resolve the issue and has sent the patient new supplies.